Event description:
It was reported that the grey circle from the back of the insulin pump was popping off. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
The insulin pump was received with loose motor support disk. Unable to perform the functional tests due to loose motor support disk.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.